Event description:
Complainant alleged that while attempting to defibrillate a pt via electrode pads, (age & gender unknown) during an ep study, the device displayed a "poor pad contact" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.